Event description:
The customer reported that they were giving the patient winrho im and as the writer pushed the plunger on the syringe, medication shot out where the syringe met the needle. The syringe was checked prior to giving the dose and was connected correctly. They were unsure how much medication the patient received, so they had to give a second dose. The leak occurred at the gray area. No injuries occurred.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for leaking. The shop orders used for this lot met all defined acceptance requirements and were released. One decontaminated sample was received at the manufacturing site for the investigation. Visual and functional evaluations were performed, and the reported condition could not be confirmed; the sample was tested for leaking and no issues were observed. A root cause could not be determined based on all available information as the reported issue was not confirmed. There were no anomalies found during a review of the DHR¿s, maintenance records, or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, a corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be utilized for tracking and trending purposes to determine the need for corrective actions.